Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer boots to a blank screen and then noted that it then booted to an error message. The hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy and it was therefore replaced. (B)(4).

Event description:
It was reported that the programmer went to a black screen. It was noted that it was rebooted twice but continued to turn on to only a black, blank screen. The programmer was returned for service. No patient complications have been reported as a result of this event.